Event description:
Device explanted due to suspected pacing failure and patient upgraded to crt-p. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated properly, and the memory content was analyzed. The battery status was found to be greater than 85 percent. Available iegms were evaluated revealing intermittent noise in the atrium and in the ventricle, which may have contributed to the clinical observation. Further detailed data analysis revealed that capture control was initially programmed to on. Occasionally, loss of capture was detected by the device automatically since (B)(6) 2021 and the threshold increased from 1.0 v to 1.5 v. The device was programmed to aair, 45 bpm during follow-up on (B)(6) 2021. On (B)(6) 2022 the device was re-programmed to vvi mode with 40 bpm, unipolar polarity (default on programmer). Follow-up data from (B)(6) 2022 documented again a re-programming to dddr mode with 60 bpm, unipolar polarity (default on programmer) in atrium and ventricle. The capture control was set to atm. Since then, automatic threshold measurements were partly not successful. On (B)(6) 2022 the device was again re-programmed to automatic capture control on. Loss of capture detections, several unsuccessful threshold tests and fluctuating thresholds up to 2.5 v were documented. The device was re-programmed to vvi mode with 70 bpm and bipolar polarity during follow-up on (B)(6) 2022. During the further course of the analysis, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis of the returned pacemaker did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.